Manufacturer narrative:
Corrections to d4 (cat #, gtin #), g5 510k#, h6 codes. The reported event could not be confirmed. The ethicon pds cord is a resorbable suture thread, therefore the use of this product with the stryker axsos humeral plate is not recommended. The operative technique instructs, that the use of resorbable suture threads is considered an off-label use with axsos humeral plate. The microscopy analysis of the device revealed slightly chipped edge of the material at the level of one of the suture holes. Further examination showed that the area appears to be shinier, which indicates that the originally anodized surface in this area was compromised after the device left stryker control. The root cause of the chipped material is likely due to the manipulation of the plate during one of the multiple revision surgeries. The subject plate was used for the primary surgery and 3 additional medical interventions during which the plate was not removed from the patient. In all surgeries, the plate remained fixated to the bone, which indicates that in order to reattach the suture threads, a sharp / pointy device had been used. This device most likely has caused the damage of the plate material and in addition may also have contributed to the ripping of the arthrex suture threads. It is important to state that for the primary surgery and the first revision, the suture threads that were used are unknown. Without this information, the root cause for the ripping of the suture threads cannot be determined. A non-conformity report had been opened in order to further investigate and address this issue for more details. A review of the device history for the reported lot did not indicate any abnormalities. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
The hospital informed our sales rep. That after implantation of a axsos 3 pl humerusplate the pds cord (ethicon) which was threaded in the holes, rip apart. After a revision surgery with the same plate the fiberwire (arthrex) rip apart, as well.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The hospital informed our sales rep. That after implantation of a axsos 3 pl humerus plate the pds cord (ethicon) which was threaded in the holes, rip apart. After a revision surgery with the same plate the fiberwire (arthrex) rip apart, as well.

Manufacturer narrative:
The reported event that a pds cord (ethicon) threaded in the holes ripped apart and that, after a revision surgery with the same plate (proximal lateral humerus plate axsos 3 ti for left humerus 3 hole / l86 mm), a fiberwire (arthrex) ripped apart as well could not be confirmed, since no evidences of the event were provided. The returned plate is conforming to specifications and fully functional, thus no failure of the implant was found. The anchor points for soft tissue re-attachment were analyzed under a microscope and no abnormalities could be identified. Overall, the plate did not show any unexpected feature. The diameter of the anchor points for soft tissue re-attachment were measured with a caliper and resulted according to drawing specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The hospital informed our sales rep. That after implantation of a axsos 3 pl humerus plate the pds cord (ethicon) which was threaded in the holes, rip apart. After a revision surgery with the same plate the fiberwire (arthrex) rip apart, as well.